Event description:
See initial report.

Manufacturer narrative:
Electronic gas blender was returned to livanova japan, disinfected, opened, cleaned, checked and tested. Error cannot be reproduced, panel will be replaced as per customer request. During calibration value deviation was detected at co2. Gas regler has been replaced. Calibration and preventive maintenance completed and unit returned to customer. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave gas output problem, since during extracorporeal circulation blood was getting dark and when oxygen was flowed directly from the cylinder, the blood turned red and improved. In addition, it seems that there was no alarm or error display from gas blender system. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6) japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.